Event description:
It was reported by service report that the zoom function would disengage. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
When the technician tested the zoom up and down the ramp, it performed as intended. However, when the technician had a nurse operate the zoom with weight up and down the ramp, he noticed that the nurse did not engage the zoom properly. He then explained that the zoom had to be fully engaged in order to perform as intended.